Event description:
Rptr complains of chest pain, weakness in both arms, thoracic outlet syndrome, fibromyalgia, fatigue, sleep disorders, depression, and raynaud's syndrome. (Same rptr referred in 1002152, 1002154 and 1002155.)